Manufacturer narrative:
Upon receipt at our post market quality laboratory, this device was thoroughly analyzed. Detailed analysis confirmed the case of the device had sustained dents which were suspected to have been induced in the field. The device was observed to have no output and no telemetry. Further inspection of the hybrid noted the transformer, battery, and capacitor flex circuit interface pins on the rear side of the device had cracked and had broken and open solder joints. This damage to the hybrid corresponds to the dents in the case of the device. The no output and no telemetry condition observed with the device was a result of the damage to the hybrid. It was concluded that the damage to the device was induced.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have prematurely depleted. The field was unable to interrogate the s-ICD properly. Surgical intervention was later performed and the s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have prematurely depleted. The field was unable to interrogate the s-ICD properly. Surgical intervention was later performed and the s-ICD was explanted. No additional adverse patient effects were reported.